Manufacturer narrative:
The device was not returned for analysis; however, logs and/or session report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy approximately 4 months ago and a replace generator error message was displayed. As a result, surgical intervention occurred on (B)(6) 2021 wherein the ipg was explanted and replaced. The patient has effective therapy post operatively.